Manufacturer narrative:
Attempts were made to obtain the device lot number, but the lot number was not recorded by the facility. Without the device lot number, the manufacturing and expiration date will remain unknown. This device is a class I exempt device and does not have a premarket approval (PMA) number. The device has not been received for analysis; without receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, a fragment of the valve sizer dislodged into the patient's ascending aorta. The entire fragment was retrieved from the patient by the implanting physician. It was also reported that this sizer had been in use for several years prior to this incident. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the sizers were received contained in a zip bag. The customer taped the size 25mm sizer onto a sealed tyvek pouch which contained the broken fragment. Six sizers were returned: 19, 21, 23, 24, 25, 27 and 29mm. The barrel of the 25mm sizer was broken on the connection area of the stainless steel rod and barrel. The rod remained attached to the barrel. The broken fragment was contained in the tyvek pouch. The barrel and replica ends of all sizers showed crazing. The 19mm and 27mm sizers showed rust like substance in the barrel and stainless steel rod connection.